Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells and haze/mist issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells and haze/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return since they were saturated in oil. The assignable cause of the odor/smells and haze/mist issue is the vacuum pump oil, catalytic converter, adapter converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to the customer site. He reported the unit was overdue for preventative maintenance. The vacuum pump oil, catalytic converter, adapter converter and oil mist filter were replaced to resolve the odor/smells and haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a strong odor and haze/mist emitting from their sterrad® 100nx sterilizer. Sixteen healthcare workers reported reactions of eye, nose and throat irritation, nausea, dizziness, headache and coughing related to the odor and haze. However, none of the reactions were considered serious injuries and resolved without medical treatment except for one healthcare worker (hcw) who experienced reactions of coughing, headache, nausea and a ¿sweet¿ taste in the mouth. The hcw immediately shut off the unit off and left the room. An asp field service engineer (fse) was dispatched to assess the unit onsite. The hcw was seen by his primary care physician the following day for a regularly scheduled appointment. The physician assessed the new symptoms related to the event and prescribed augmentin 500 mg/125 mg, three times per day. The hcw did not fill the prescription or start taking the medication until the following day on (B)(6) 2019 and completed the dose on (B)(6) 2019. In addition, the hcw was told to increase the use of his inhaler for his asthma but did not do so until (B)(6) 2019 when he visited the occupational nurse who told him he had quite a bit of bronchospasms and was coughing every two minutes. The hcw has no known allergies. The hcw continued to work the week of (B)(6); however, he went home early on (B)(6). He stated his symptoms lasted three days and reported he is now feeling fine. This complaint is deemed reportable as a serious injury. Although the hcw had a prior history of asthma and is reported fine, he received treatment with additional prescription medication to treat his respiratory symptoms related to the event. Furthermore, this complaint is being reported as a malfunction for the report of odor and haze.